Event description:
As reported: a web 3x2 was chosen to treat an aneurysm. In an elective case, the web was initially placed well in the aneurysm, but could not be detached despite multiple attempts with a total of three detachment devices. The web was removed and the operation was canceled and postponed. Patient is doing fine. Operation report: initial sonographic measurement of the right radial artery revealed it to be too small, with a diameter of 1 mm. Ultrasound-guided puncture of the right common femoral artery (cfa) was performed, and an 8f sheath was inserted using the seldinger technique. 5000 iu of heparin was administered via the sheath. Subsequently, selective catheterization of the right internal carotid artery (ica) was carried out using an 8f catheter, a 5f catheter, and a 0.035" wire in telescoping technique. The 8f catheter was positioned in the subpetrous segment, and a 3d rotational angiography was performed. The aneurysm was measured, and working projections were determined. Selective catheterization of the aneurysm was performed using a microcatheter and a microwire. A web sl 3 x 2 mm device was implanted. Despite multiple attempts (using a total of three detachment devices and additionally a monophasic detachment with a 9v battery), the device could not be detached. The web device was retrieved. An attempt was made to implant coils after re-catheterization using a different microcatheter. However, the coils could not be implanted in a stable position. Therefore, the decision was made to abort the intervention. All foreign materials were removed, and the puncture site was closed using an 8f closure system. A CT was then performed. No bleeding. No cerebrospinal fluid circulation disorder. No early signs of ischemia. Postoperative changes after allogeneic coverage of a left hemicraniectomy defect and coiling of a left middle cerebral artery aneurysm remain unchanged. A follow-up appointment for renewed endovascular treatment has been scheduled for two days later.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation of the returned web system found the proximal connector bent at the brown lead wire joint, and the heater coil windings stretched. The heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil¿s forward and backward winds were found to be touching due to the stretching, resulting in the system to short, leading to the inability to detach as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the bent proximal connector, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield strength. A CAPA has been initiated. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
No additional information received regarding the event.